Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, when the issue occurred the system was in clinical use for a planned neurovascular treatment, which could be completed with a delay. Onsite investigation and log file analysis identified an issue with the flexvision-pc. After the philips field service engineer (fse) replaced the hard disk of the flexvision-pc and reloaded the software, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the flexvision display froze. The issue was found during clinical use and resulted in a delay to the procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.